Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Since the product code and serial number for this device are unknown, a 510k number cannot be provided. If additional information or samples become available, a follow up report will be submitted.

Event description:
The facility reported an unknown colleague infusion pump with a malfunction of air in line alarms. According to the report, the nurse just primed the set with lipids and began an infusion on a patient. Shortly thereafter, "the pump kept alarming that there was air in it." The event occured during infusion on a patient. There was no report of patient injury, medical intervention, or adverse event associated with this event. The user interface module software version of this pump is currently unknown. No additional information is available.